Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues. A surgical procedure was performed, during which it was noted that there was a capsule around the pump, preventing the component to work properly. The pump was removed, and a new one was implanted in a different location. There were no further patient complications reported.